Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on disconnection of right inferior interlobular fissure during a laparoscopic thoracoscopic right sublobectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.